Manufacturer narrative:
The customer reported that their central nurse's station (cns) display is frozen and that they are unable to move their mouse cursor. Before they rebooted the unit the issue resolved on its own. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: lot number & expiration date: unk. Device bla number: unk. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 11/25/2021, called the customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2: 12/03/2021, called the customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3: 12/10/2021, called the customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) display is frozen and that they are unable to move their mouse cursor. Before they rebooted the unit the issue resolved on its own. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) was frozen, and they were unable to move the mouse cursor. Before they rebooted the cns the issue resolved on its own. No patient harm was reported. Investigation summary: after troubleshooting, it was observed that the screen was not frozen, rather the mouse was then moving. Nihon kohden tech support (nk ts) requested the customer to reboot the cns, but the customer stated that it was working now and did not want to pursue further action. There is insufficient information to determine the cause of the event. The cns operator's manual outlines preventative maintenance to include a system reboot every three months to ensure optimal performance. This cns was installed on (B)(6) 2021 so there was the possibility of the device needing a reboot. The customer continued to use the device without further issues of a frozen mouse or display. There is no history of similar incidents, and no history of recurrence for this device. There was no indication of a device malfunction.

Event description:
The customer reported that the display on the central nurse's station (cns) was frozen, and they were unable to move the mouse cursor. Before they rebooted the cns the issue resolved on its own. No harm or injury was reported.